Manufacturer narrative:
(B)(4). Concomitant medical products: 00626001800, cup positioner, 62207042 00879000320, micro cap for trilogy cup positioner, unknown. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02182.

Event description:
It was reported that the cup would not disengage from the introducer. The surgery was completed with a backup product. There was a surgical delay of ten minutes. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00626001800, cup positioner, 62207042, 00879000320, micro cap for trilogy cup positioner, 61709151. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02182, 0001822565-2019-01100. Complaint sample was evaluated and the reported event was confirmed. A significant amount of force was applied with hand to disassemble the whole construct. Visual inspection of the shell identified impaction marks from the micro cap around apex hole. Visual inspection of the cup positioner identified superficial scratches on the handle body with no other damage. Visual inspection of the micro cap identified wear on the mating surface. The thread form of the cup positioner and the shell passed go and no go gages. The cup positioner has a field service age of 5.5 years. It is unknown how many times the positioner was used other shells. DHR was reviewed and no discrepancies were found. The most likely root cause of the reported event can be contributed to the incompatible micro cap was used during the surgery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.